Manufacturer narrative:
Corrected section h6 (method & conclusions codes).

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to severe mitral stenosis and regurgitation caused by prosthetic pannus. Of note, thrombus was observed in the right atrium pacer lead and on fossa ovalis as demonstrated on tee. The tmvr was performed with a 26mm 9750tfx transcatheter valve with good result and no complications. The patient was transferred to the ICU in stable condition. The patient was discharged home on pod #2 in good condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10 (device code). H11: corrected data: corrected section h10 (additional manufacturer narrative). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Pannus may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the pannus growth in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral pericardial valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to mitral stenosis and regurgitation. The tmvr was performed with a 26mm 9750tfx transcatheter valve with good result and no complications.